Manufacturer narrative:
The customer's meter was received for investigation. Display is broken due to mishandling causing cracks in the screen and black segments. Most of the segments are no longer displayed. The root cause is determined to be damage of the display due to improper handling by the customer.

Manufacturer narrative:
Occupation is lay user/patient. The suspect product was requested to be returned for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter serial number (B)(4) that could impact the interpretation of results. The customer stated the device has missing sements in the results field that impedes the customer's ability to read the results field of the display. Customer states the issue was first noticed after dropping the meter. The customer believed there may be cracks on the screen.